Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Alenti is intended for lifting and transporting residents to and from a bathroom in a care facility and to assist with the bathing process. The alenti should be used by appropriately trained caregivers in accordance with the directions outlined in the operating and product care instructions. On 2017-jun-22 arjohuntleigh received information about an incident that occurred in the (B)(6), canada. It was reported that after the personal support worker finished cutting the resident's toe nails, the patient (about 80 years old male weighing 170ibs.) Was rotated moving his legs of over the edge of the tub, then the lift tipped over toward the personal support worker causing patient injury (scrape to the knee). At the time the event occurred the safety belt was being used. According to the additional information provided within the complaint we established that the user manual and preventive maintenance schedule were available to the customer and the device was under arjohuntleigh service contract. Moreover it was reported that the resident placed on alenti lift was classified by customer facility as "doris"per arjohuntleigh mobility gallery. The mobility gallery¿ is an assessment and communication tool based on different levels of resident's functional mobility - from completely mobile and independent residents/patients, to those who are entirely bedridden, named in alphabetic order from (B)(6) (a) to (B)(6) (e). The resident classified as (B)(6) (d) is incapable of performing daily activities independently or actively contributing in any substantial or reliable way. It need to be pointed out, that alenti hygienic chair is intended to be used with residents clinically assessed to correspond to the following categories: (a) to (c). It appears therefore most likely that the resident assessed as (d), placed on the chair during the incident could have not been able to sit upright unsupported. The operating and product care instructions (IFU, version active at the time of the distribution of the involved alenti 04.cd.02/8 gb from june 2004) warn and inform how to use the device correctly, including resident's transfer to and from the bath: on page 4 of the IFU important warnings can be found: "warning! Before lifting the alenti out of the water after a bath, re-position the resident if needed to ensure that the resident is sitting upright in the centre of the chair!" "Warning! The resident should be active or semi-active (i.e. Able to sit upright unsupported on the side of a bed or toilet)" "warning! The resident should understand and respond to instructions to stay seated in a upright position" it is worth noting that the alenti has been designed, produced and certified to meet the requirements of the iso 10535 stability test and it is not intended to become unstable within normal and on-label use. With reference to internal tests and in accordance to international standards, the alenti is capable of maintaining equilibrium at angles far beyond the maximum environment specifications, at full swl (safe working load), and in its highest stroke position. The test was confirmed by tuv in 2004. When reviewing similar reportable events, a limited number of cases with similar fault description: alenti device tilted sideways during the resident transfer were found. The trend observed for reportable complaints with this failure mode is currently considered to be low and stable. All the above, brought us to the conclusion that the failure to follow safety instructions and recommendations included in the device instruction for use might have been a cause of the event occurrence as the mobility category of the patient placed on the device was not in compliance with manufacturer recommendations. If the IFU and the correct transferring procedure would have been followed with using adequate precautions, the event would have been avoided. Looking at the incident scenario it has been established that the alenti hygiene chair was being used for patient handling at the time of the event and in that way contributed to the event. As a result of this incident the resident sustained injury (scrape to the knee). Although no technical failure of the arjohuntleigh hygienic chair was found during on-side inspection that would lead to the device tipping, the device was reported to tilt and from that perspective, the alenti did not meet its performance specification.

Event description:
On (B)(6) 2017 arjohuntleigh received information about an incident that occurred in the (B)(6) home in (B)(6). It was reported that after the personal support worker finished cutting the resident's toe nails, the patient (about (B)(6) years old male weighing (B)(6) lbs.) Was rotated moving his legs of over the edge of the tub, then the lift tipped over toward the personal support worker causing patient injury (scrape to the knee). At the time the event occurred the safety belt was being used.